Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction code 12 and continued to show same malfunction even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, then was advised to stop using pump and switch to multiple daily injections as backup therapy, and pump replacement was arranged under warranty; customer was instructed to place malfunctioning pump in storage mode, return it using pre-paid label, and later enter pump settings and reconnect continuous glucose monitor on replacement pump.